Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bd clinical manager had concern regarding the surestep intermittent kits. When inserted into the patient¿s bladder, the pre-attached drainage bag lays in between the patient¿s legs. Bd clinical manager was not sure how the nurses were not supposed to lay the bag on the bed with the surestep intermittent kits and they had multiple accounts to discuss this concern. They have heard other bd clinical managers mention about the bags needing to be manipulated between the fingers to get some air into the bag in order to facilitate drainage which was not included in the direction for use (dfu). Per follow up via phone on (B)(6) 2022, bd clinical manager stated that they not believe customer saved the product, but it has been a recurring issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿human error / lack of training¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the bd clinical manager had concern regarding the surestep intermittent kits. When inserted into the patient¿s bladder, the pre-attached drainage bag lays in between the patient¿s legs. Bd clinical manager was not sure how the nurses were not supposed to lay the bag on the bed with the surestep intermittent kits and they had multiple accounts to discuss this concern. They have heard other bd clinical managers mention about the bags needing to be manipulated between the fingers to get some air into the bag in order to facilitate drainage which was not included in the direction for use (dfu). Per follow up via phone on 14-jul-2022, bd clinical manager stated that they not believe customer customer saved the product, but it has been a recurring issue.

Event description:
It was reported that the bd clinical manager had concern regarding the surestep intermittent kits. When inserted into the patient¿s bladder, the pre-attached drainage bag lays in between the patient¿s legs. Bd clinical manager was not sure how the nurses were not supposed to lay the bag on the bed with the surestep intermittent kits and they had multiple accounts to discuss this concern. They have heard other bd clinical managers mention about the bags needing to be manipulated between the fingers to get some air into the bag in order to facilitate drainage which was not included in the direction for use (dfu). Per follow up via phone on 14-jul-2022, bd clinical manager stated that they not believe customer customer saved the product, but it has been a recurring issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.